Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false pause episodes due to undersensing was observed on the implantable cardiac monitor. It was noted that there were no more undersensing issues following (B)(6) 2017. The patient¿s condition was stable.